Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the liner could not be assembled to the stem, during use. There was no reported delay in surgery and surgery was completed with another device.

Manufacturer narrative:
A 36mm vitamin e poly liner was returned for evaluation. As returned, the device exhibits witness marks at the slot that accepts the anti-rotation boss of the stem. The locking tabs are deformed from the failed attempt to install. Dimensional measurements are conforming to print specifications. Device history review indicates the devices were manufactured to specifications. This device is used for treatment. Initial product history search conducted on september 30th 2016 revealed no additional complaints against the related part and lot combination. Surgical notes were not provided. However witness marks at the slot that accepts the anti-rotation boss of the stem indicate the liner was not aligned with the stem before impaction. It is stated in the surgical technique on that "also make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting." Hence the reported incident is due to user error.

Manufacturer narrative:
This report will be amended when our investigation is complete